Manufacturer narrative:
Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78) was identified. Specification not met - the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Recall number: z-0004-2022. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1 3005248192-2021-00146 follow up report 1 3005248192-2021-00155 follow up report 1 3005248192-2021-00190 follow up report 1 3005248192-2021-00148 follow up report 1 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, 3005248192-2021-00158 follow up report 1, 3005248192-2021-00200 follow up report 1, 3005248192-2021-00201 follow up report 1, 3005248192-2021-00202 follow up report 1, 3005248192-2021-00310, 3005248192-2021-00311, 3005248192-2021-00123 follow up report 1, 3005248192-2021-00124 follow up report 1, 3005248192-2021-00204 follow up report 1, 3005248192-2021-00185 follow up report 1, 3005248192-2021-00189 follow up report 1, 3005248192-2021-00232 follow up report 1, 3005248192-2021-00231 follow up report 1, 3005248192-2021-00212 follow up report 1, 3005248192-2021-00246 follow up report 1, 3005248192-2021-00244 follow up report 1, 3005248192-2021-00209 follow up report 1, 3005248192-2021-00205 follow up report 1, 3005248192-2021-00194 follow up report 1, 3005248192-2021-00112 follow up report 1, 3005248192-2021-00184 follow up report 1, 3005248192-2021-00180 follow up report 1, 3005248192-2021-00178 follow up report 1, 3005248192-2021-00225 follow up report 1, 3005248192-2021-00141 follow up report 1, 3005248192-2021-00132 follow up report 1, 3005248192-2021-00192 follow up report 2, 3005248192-2021-00176 follow up report 1, 3005248192-2021-00182 follow up report 1, 3005248192-2021-00188 follow up report 1, 3005248192-2021-00236 follow up report 1, 3005248192-2021-00187 follow up report 1, 3005248192-2021-00227 follow up report 1, 3005248192-2021-00224 follow up report 1, 3005248192-2021-00250 follow up report 1, 3005248192-2021-00252 follow up report 1, 3005248192-2021-00284 follow up report 1, 3005248192-2021-00237 follow up report 1, 3005248192-2021-00186 follow up report 1, 3005248192-2021-00243 follow up report 1, 3005248192-2021-00223 follow up report 1, 3005248192-2021-00215 follow up report 1, 3005248192-2021-00216 follow up report 1, 3005248192-2021-00217 follow up report 1, 3005248192-2021-00102 follow up report 1, 3005248192-2021-00294 follow up report 1, 3005248192-2021-00295 follow up report 1, 3005248192-2021-00221 follow up report 1, 3005248192-2021-00228 follow up report 1, 3005248192-2021-00240 follow up report 1, 3005248192-2021-00235 follow up report 2, 3005248192-2021-00138 follow up report 1, 3005248192-2021-00230 follow up report 1, 3005248192-2021-00165 follow up report 1, 3005248192-2021-00196 follow up report 1, 3005248192-2021-00203 follow up report 1, 3005248192-2021-00253 follow up report 1, 3005248192-2021-00265 follow up report 1, 3005248192-2021-00268 follow up report 1, 3005248192-2021-00254 follow up report 1, 3005248192-2021-00281 follow up report 1, 3005248192-2021-00248 follow up report 2, 3005248192-2021-00266 follow up report 1, 3005248192-2021-00117 follow up report 2, 3005248192-2021-00242 follow up report 1, 3005248192-2021-00226 follow up report 1, 3005248192-2021-00274 follow up report 1, 3005248192-2021-00257 follow up report 1, 3005248192-2021-00269 follow up report 1, 3005248192-2021-00307 follow up report 1, 3005248192-2021-00327 follow up report 1, 3005248192-2021-00249 follow up report 1, 3005248192-2021-00199 follow up report 1, 3005248192-2021-00365 follow up report 1, 3005248192-2021-00114 follow up report 1, 3005248192-2021-00207 follow up report 1, 3005248192-2021-00316 follow up report 1, 3005248192-2021-00337 follow up report 1, 3005248192-2021-00358 follow up report 1, 3005248192-2021-00147 follow up report 1, 3005248192-2021-00130 follow up report 1, 3005248192-2021-00179 follow up report 1, 3005248192-2021-00208 follow up report 1, 3005248192-2021-00222 follow up report 1, 3005248192-2021-00143 follow up report 1, 3005248192-2021-00133 follow up report 1, 3005248192-2021-00142 follow up report 1, 3005248192-2021-00156 follow up report 1, 3005248192-2022-00023, 3005248192-2022-00030, 3005248192-2021-00159 follow up report 1, 3005248192-2021-00285 follow up report 1, 3005248192-2021-00366 follow up report 1, 3005248192-2021-00360 follow up report 1, 3005248192-2021-00362 follow up report 1, 3005248192-2021-00111 follow up report 1, 3005248192-2021-00170 follow up report 1, 3005248192-2021-00210 follow up report 1, 3005248192-2021-00264 follow up report 1, 3005248192-2021-00272 follow up report 1, 3005248192-2021-00247 follow up report 1, 3005248192-2021-00278 follow up report 1, 3005248192-2021-00151 follow up report 1, 3005248192-2021-00396 follow up report 1, 3005248192-2021-00129 follow up report 1, 3005248192-2021-00334 follow up report 1, 3005248192-2021-00256 follow up report 1, 3005248192-2021-00279 follow up report 1, 3005248192-2021-00271 follow up report 1, 3005248192-2021-00267 follow up report 1, 3005248192-2021-00154 follow up report 1, 3005248192-2021-00292 follow up report 1, 3005248192-2021-00302 follow up report 1, 3005248192-2021-00309 follow up report 1, 3005248192-2021-00287 follow up report 1, 3005248192-2021-00288 follow up report 1, 3005248192-2021-00275 follow up report 2, 3005248192-2021-00296 follow up report 1, 3005248192-2021-00319 follow up report 1, 3005248192-2021-00349 follow up report 2, 3005248192-2021-00351 follow up report 1, 3005248192-2021-00448 follow up report 1, 3005248192-2021-00470 follow up report 1, 3005248192-2021-00280 follow up report 1, 3005248192-2021-00506 follow up report 1, 3005248192-2021-00193 follow up report 3, 3005248192-2021-00428 follow up report 1, 3005248192-2021-00131 follow up report 1, 3005248192-2021-00387 follow up report 1, 3005248192-2021-00290 follow up report 1, 3005248192-2021-00291 follow up report 1, 3005248192-2021-00153 follow up report 1, 3005248192-2021-00137 follow up report 2 , 3005248192-2022-00102 follow up report 1, 3005248192-2022-00229 follow up report 1.

Manufacturer narrative:
Complaint will be elevated for investigation. Since the lot number is unknown, the manufacturing and expiration dates have been left blank.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. The customer tested a patient sample on the alinity m sars-cov-2 assay and received positive results. A new sample was collected 3 days after the initial sample was collected and when tested generated negative results. The customer reported there was no adverse impact to patient management.